Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the day post implant, there was intermittent capture on this right ventricular lead which lead to greater than two seconds of asystole as the patient was pacemaker dependent. Device evaluation was done and increased thresholds (no measurements given) were noted; therefore, maximum pacing outputs were programmed. Subsequently, surgical intervention was performed. By fluoroscopy evaluation and a tined rv lead was successfully implanted. It was noted that the patient experienced no additional adverse effects other than having to undergo an additional procedure.